Event description:
On 4/24/2008 the pt's wife reported that the pt experienced a kinked infusion set cannula "last week." She stated that they changed the infusion site and have had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.